Event description:
It was reported that during an unknown procedure, staple inside the cartridge was pop-out. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # 409a79. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the sr75 reload was received with no apparent damage. The reload was received fully loaded with staples and the swing tab was found to be in the unlocked position. Further analysis shows 3 single drivers out of position and 4 single drivers missing marking the reload monofunctionally. No conclusion could be reached as to what caused the drivers missing. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.